Manufacturer narrative:
Manufacturing records were reviewed, and the device met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® excluder® iliac branch endoprosthesis (ibe device), three gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and a gore® viabahn® endoprosthesis (vsx device) were implanted during treatment of a common iliac artery aneurysm. During the initial contrast run blushing was identified outside the artery. The ibe device was successfully implanted, a vbx device was successfully implanted into the flow divider of the ibe, two vbx devices were placed as extensions on ither side. A vsx device was placed as an extension of the vbx device. A post implant contrast run was performed, and everything appeared to be good. However, shortly after the patient's blood pressure dropped, and the physician suspected that the aorta had ruptured and attempted an aortic bypass with a none gore device. During the attempted aortic bypass, the patient expired. Prior to the procedure, on an unknown date the patient was implanted with a bare metal stent in the abdominal aorta. The reason for the treatment was unknown.